Event description:
Additionally, healthcare professional reported via rga, "any creases". The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation of the device, creases fold, wear abrasion, non-penetrating nicks and weight of the device was found to be within specification. Cloudiness and bubbles in the gel were observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is creases are observed but have no relationship with manufacturing, and no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side rupture and "any creases". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Continued h6. Health effect impact code: f2203.

Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown, "second capsule," inflammation,¿ and ¿tenderness and pain in left breast.¿